Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm, low battery alarm, off no power alarm, excessive no delivery alarm, motor error alarm due to blank display. The insulin pump had corroded motor home switch, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and corroded battery tube. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a damaged drive support cap. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump drive support cap was sticking out and the insulin pump has been dropped and bumped a few times. Customer also reported to have received multiple alarms and had experienced a blank display and troubleshooting was not completed due to insulin pump is being replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to return for analysis.